Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise. The noise could not be reproduced in clinic with isometrics. It was suspected that the lead sustained rib clavicular crush damage. The patient would continue to be monitored. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.